Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred with a syringe 1 ml ls u100 sp120. The following information was provided by the initial reporter, "according to the user, the scaling goes from the syringe when you reach it with sweaty or disinfectant-wet fingers. It is then no longer possible to determine the exact dose.''

Event description:
It was reported that scale marking issue occurred with a syringe 1ml ls u100 sp120. The following information was provided by the initial reporter, "according to the user, the scaling goes from the syringe when you reach it with sweaty or disinfectant-wet fingers. It is then no longer possible to determine the exact dose".

Manufacturer narrative:
H.6. Investigation: two samples were returned to our quality engineer for investigation. Upon visually inspecting the product, the scale marking was observed to be erased from the 50 i.u. Marking. A device history review for lot 1812005 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Product undergoes a series of tests and inspections throughout the manufacturing process, ink permanence being completed during the marking process. Testing results that were reviewed for lot 1812005 and the results of the tests performed on the samples provided were found to be acceptable. Based on the available information, we are not able to identify a root cause at this time.